Event description:
Explanted left knee components due to infection.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Explanted left knee components due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: tri press-fit stem 17mm x 100mm; cat# 5565-s-017; lot# m7v41h, triathlon total knee system offset adapter 6mm; cat# 5570-s-060; lot# m3v35j, tri ts baseplate size 5; cat# 5521-b-500; lot# ksxg, tri ts femur sz4 left; cat# 5512-f-401; lot# kknv, tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m7t62a, tri post augment sz4 5mm; cat# 5543-a-400; lot# josh, triathlon total knee system offset adapter 2mm; cat# 5570-s-020; lot# m8c4h, tri post augment sz4 5mm; cat# 5543-a-400; lot# ktob. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.